Event description:
Same case as MDR 2134265-2014-07422. It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 90% stenosed target lesion was an in-stent restenosis (isr) of a previously placed unspecified stent located in the moderately calcified and mildly tortuous left superficial femoral artery (sfa). The 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation, however, on the first inflation at 6 atmospheres, the balloon ruptured. The physician then exchanged the device to another 3mm x 20mm x 144cm coyote¿ es balloon catheter and dilatation was performed. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2-20 non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. The distal tip was damaged. Magnified inspection of the distal end of the balloon revealed a 1cm longitudinal tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2014-07422. It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 90% stenosed target lesion was an in-stent restenosis (isr) of a previously placed unspecified stent located in the moderately calcified and mildly tortuous left superficial femoral artery (sfa). The 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation, however, on the first inflation at 6 atmospheres, the balloon ruptured. The physician then exchanged the device to another 3mm x 20mm x 144cm coyote¿ es balloon catheter and dilatation was performed. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2-20 non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).